Manufacturer narrative:
The event for disassembly was confirmed by the technician through visual inspection. The handle and head extension were damaged. This would cause the reported event. The head extension and handle were replaced. Device was repaired and placed in refurbishment stock at stryker instruments.

Event description:
It was reported that during a procedure at the user facility the device disassembled. There were no missing pieces of the attachment. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the device disassembled. There were no missing pieces of the attachment. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.